Event description:
According to the reporter: during a laparoscopic donor nephrectomy, after a few activations, tissue pad disengaged, but it did not fall into the cavity. Another ultra shears was opened and the procedure was completed. No tissue damage. No bleeding. Nothing fell into the cavity.

Manufacturer narrative:
Initial report submitted: june 30, 2008.